Event description:
After treatment with juvederm ultra, patient experienced "cellulitis with abscess." The patient has been treated with unspecified oral antibiotics, as well as incision and drainage. The symptoms are ongoing at this time. The physician stated that the patient is likely to have some immune suppression from alcohol dependence.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011.